Event description:
It was reported to boston scientific corporation that during a procedure to place a percuflex plus ureteral stent, the top loop of the stent came away from the rest of the stent and remained loose inside the patient's kidney. An additional procedure was scheduled for (B)(6) 2011, to retrieve the stent fragment under x-ray. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(6).(B)(4).